Event description:
The pt underwent mitral valve replacement with a carbomedics prosthetic heart valve in 1997. Following mitral valve replacement, the pt experienced intermittent atrial arrhythmia, a cerebrovascular accident and valve thrombosis. The pt was determined to have a low inr, i.e., sub-optimal anticoagulation, at the time of the cerebrovascular accident and valve thrombosis. The carbomedics prosthetic heart valve was replaced with a valve from another MFR.